Event description:
There was a sensor error coming from the ultrasound catheter. The catheter was removed and replaced with no harm to the patient. Clinical site notified the mfg rep directly regarding the event and product return. Manufacturer response for diagnostic ultrasound catheter, 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter).